Manufacturer narrative:
Batch review performed on 30 april 2019: lot 185988: (B)(4) items manufactured and released on 25-sep-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 36mm biolox delta head s (k112115) lot 185174: (B)(6) items manufactured and released on 06-nov-2018. Expiration date: 2023-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 19 days from the primary due to signs of infection (the pathogen is unknown). The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.